Manufacturer narrative:
(B)(4)

Event description:
Medtronic received additional event information: the patient's aneurysm was unruptured, not previously coiled, and saccular in morphology. The aneurysm measurements were 3.50mm max diameter and 9mm neck width. The vessel was moderately tortuous.

Manufacturer narrative:
(B)(4). The patient's age, gender, and weight information have been requested; however, the customer has indicated that the information cannot be provided. The marksman and flow diversion device delivery system were returned for evaluation. As received, the flow diversion device delivery system was found to be stuck inside the distal segment of the marksman and could not be pushed forward or removed. For further investigation, the marksman was cut to remove the flow diversion delivery system. It was confirmed that the marksman was separated approximately 29cm from the distal tip. The tubing material at the broken end exhibited jagged edges, exposed braid, stretching and necking. The marksman body appeared to be severely stretched and accordioned at approximately 23cm to 33cm from the distal tip. The marksman was tested by running a mandrel through tip and hub. The mandrel was able to pass through the tip and hub and got stuck at the damaged locations. Based on the internal investigation, the complaint was confirmed. It is possible that the resistance during flow diversion device delivery may have contributed to the reported issues; subsequently causing the marksman to become stretched, accordioned and separated. The broken end exhibited plastic deformation (stretching and necking) of the tubing material, which indicates that the catheter separated when exceeding the tensile strength of the tubing material. In this event, user error may have contributed to the reported issues. Per marksman instructions for use: ¿never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture. Reference (B)(4).

Event description:
Medtronic (covidien) received report of marksman detachment during a flow diversion procedure. The patient was being treated for an aneurysm in the left, ophthalmic internal carotid artery (ica). Continuous heparinized saline flush was used during the procedure. The flow diversion device was advanced through the marksman with resistance in the distal section and became stuck. The flow diversion device and the marksman microcatheter was removed from the patient. It was reported that observation outside the patient showed the marksman appeared detached in proximal (grey) zone. There was no report of patient injury as a result of this event.

Manufacturer narrative:
(B)(4).